Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella 5.5 support, the pump was aborted due to patient vascular anatomy. It was unable to pass through the vasculature. There was no patient harm.

Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and resistance at axillary artery preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.